Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. The customer reported that the pump was in the case during the events and did not acknowledge navigating to the bolus request screen or intending to deliver a bolus. There was no impact to the customer's blood glucose level. Reportedly, the customer has an alternate pump available.